Manufacturer narrative:
(B)(4) - leg problems.

Event description:
The pt felt as if her device had been "broken" for the past 6 months. The problem was noticed at her last check up and no investigation was done. Something had happened to the lead wire. The pt was told that her impedance was over 5000. Her device was "sticking out" but her skin was not broken. The device would catch on things and flip around and was very painful. The pt has leg problems from not being able to walk properly, and she was taking morphine. She had a constant "electrical current running through her body" and is getting shocks. She teaches and she has shocked others, including her students, several times without touching them but being near them. The pt was having difficulty getting in to see her physician.